Event description:
An ipp device was implanted on 5/11/82. The cylinders were revised on 7/5/83. The pump and cylinders were revised on 5/8/85. The pump and cylinders were removed from the patient on 3/18/97, due to fluid loss-connector site at pump, and replaced.